Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, the trunk cable was severed and missing, ECG d was severed and missing from the cable connecting ECG c and ECG d, and ECG b was severed and missing from the cable connecting ECG a and b to the front therapy electrode. The root cause for the missing cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to run detect and treat testing.